Event description:
It was reported the customer received a no delivery alarm. The customer stated the alarm occurred when he attempted to prime. The customer's blood glucose was 50 mg/dl. Customer has treated their blood glucose with juice. Customer also stated the alarm was resolved by a reservoir change. The customer also requested to have his insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Reference manufacturer report number: 2032227-2014-50326.